Event description:
It was reported, the telescope "oes elite", 4 mm, 70°, hd, autoclavable displayed a broken lens. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue occurred during reprocessing for an unspecific cystoscopy procedure which was completed using the same device. There were no reports of delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of broken lens was confirmed. Based on the results of the investigation, the malfunction occurred due to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. Olympus will continue to monitor field performance for this device.